Event description:
It was reported that a new sense/pace lead was added due to undersensing on the rv. The defib portion of the lead remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.